Event description:
Additional information was received from the patient. Patient called back regarding previously noted issues. Walked patient through connecting to ins with new communicator. Patient was able to connect to ins and see that therapy was on. Reviewed MRI compatibility again with patient. Patient directed to follow up with hcp.

Manufacturer narrative:
Product ID tm90g0 lot# serial# (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the therapy never worked for them with bowel or bladder since implant. They reported being disappointed in the therapy and leaving a voicemail for the medtronic rep, but never heard back. The caller reports that they had an MRI and the MRI tech used the external equipment to turn the therapy off, but they do not know if it was ever turned back on. Reviewed with the caller that they need to use the external equipment to communicate with the implant to check the status. The caller reported never using a communicator. Walked caller through finding the communicator in the pouch of the wallet. Advised caller to charge the communicator for at least one hour. Caller does not have a managing hcp. Stressed the importance of this. The caller also noted that they see a doctor (dr) for back pain and that dr told them that interstim was implanted in the wrong place. Patient was transferred back from healthcare it and wanted to ask if patient services could check to see if their ins was off so they could get a shoulder MRI. Patient services reviewed MRI compatibility considerations with the patient and reviewed with the patient they could walk the patient through connecting but the patient stated the communicator wouldn't turn on so they were going to charge I t. Patient plugged it and didn't see an orange light but said they thought that was because it was "so dead" so they stated they'd leave it plugged in for a few hours and call back to review connecting to their settings to see if the ins was off or not when everything was charged and to potentially discuss the communicator if it ends up not charging. Patient reiterated the rep they used to work with was no longer there and that they no longer had a managing health care provider (hcp) and that they just followed up with their primary care physician. Caller called back after charging communicator overnight and it would not power on. Reviewed that it must be charged every 6 months. Emailed repair for a replacement communicator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the interstim being implanted in the wrong place was unknown. The likely cause of the issue was noted as being "most likely implanted incorrectly." The steps taken/will be taken were noted as being "nothing so far, I would like it removed. Cannot have MRI on shoulder I was told. Was sent new locator worked once." It was unknown to the patient if the issue was resolved.